Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the defib receptacle was returned. Testing of the defib receptacle could not duplicate the reported malfunction. The reported malfunction was observed during review of the activity logs. The customer received a replacement defib receptacle as a precaution. Analysis of reports of this type has not identified an increase in trend.